Manufacturer narrative:
(B)(4) date sent: 3/13/2026 d4 batch #: 308d75. The following information was requested, but unavailable: please provide more details for each device quality issue. Did the damage occur right out of the packaging, during loading/unloading, or in the operative field? Which part broke (shroud, firing knob, etc.)? Did any piece break off of the device? Did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the reload was received with 6 most proximal drivers up and the swing tab was noted to be missing, making the reload nonfunctional. In addition, 5 missing staples were noted along the staple line and an opened packaging was received. Due to the condition of the reload no functional test was performed. No conclusion could be reached on what caused the swing tab to detach. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 308d75, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the tcr10 is already broken.